Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump no longer vibrated. Blood glucose level at the time of the incident was not provided. While troubleshooting, the insulin pump did not vibrate during the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Unit was received with normal operating currents. Also unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump passed tone check on self test. Pump received with minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.